Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcified proximal right coronary artery (rca). The lesion was predilated and the physician attempted to place a 4.00x16 mm liberte stent, but was unable to cross the lesion. When the stent was withdrawn, the physician noticed the proximal portion of the stent was raised and flared. The procedure was completed with another liberte stent after 'rota.' No patient complications were reported. Patient status reported as "good."